Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "please note scrub nurse and circulating nurse conducted an initial count of the springs on both articulating surfaces before introducing the shims. They were noted as present. Originally prepped the articulating surfaces with 5mm & 6 mm shims, following balancing these were then changed to 7mm and 8mm shims away from patient on sterile trolley. Did not directly witness the insert or removal of the articulating surfaces during surgery. However, remember the request for the tibial trial extractor. As patient was being closed, nurses conducted count out and it was identified that the spring from the right side of the articulating surface was missing. This product had been used within the patient. Search for spring commenced by theatre team. After initially waiting the surgeon chose to proceed with closing the patient at this stage. Whilst searching surrounding area, x-ray was requested, to ascertain if inside the patient. Spring could not be found in the surrounding sterile field or near the sterile field in or (please note rubbish was also searched, as were trays within the vicinity of where the articulating surface had been). X-ray could not identify the spring within the patient. Spring was never found ¿ surgeon chose to sign out surgery at this point. Approx additional time was 1:40 mins. Please note direct complaint has been made against the design of the articulating surface by the surgeon. [Surgeon] noted that this has occurred before with another surgeon and the spring was found inside the patient. He noted the risks to patients the design posed and reporting that would now be involved due to this complication. When I asked if he would like to be involved within the complaints process, he was very dismissive and skeptical that there would be any point as his opinions would not influence the outcome and therefore declined." The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation of " 254500547, attune rp ps artic surf sz7" revealed that the right spring of the attune has missing. The failure mode is consistent with inserting an extractor device in between the trial and mating shim and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique 0612-10-512 (page 53), emphasizes the correct use of the tibial trial extractor (product code 254500138) with the trials. Furthermore, on page 51 of the surgical technique and per IFU-0902-00-836, careful inspection of the trials for damage/breakage should be performed pre- and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune rp ps artic surf sz7 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of "attune rp ps artic surf sz7" revealed that the right spring of the attune was missing. The failure mode is consistent with inserting an extractor device in between the trial and mating shim, and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique (page 53), emphasizes the correct use of the tibial trial extractor with the trials. Furthermore, on page 51 of the surgical technique and per IFU, careful inspection of the trials for damage/breakage should be performed pre and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune rp ps artic surf sz7 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
During the final count of a tka procedure, it was reported that a spring from the right side tibial articulating surface trail was missing. The surgical team conducted a thorough search for the spring, including x-rays of the patient, the sterile and non-sterile fields, the instrument trays, and garbage. After a 1 hour and 40-minute delay, the team was unable to locate the missing spring and the surgeon chose to close the patient. The procedure was successfully completed with no known patient consequences.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: event: potential foreign body in patient products involved: articulating surface size 7 rp (d254500547 / (10) mvmjwp830 / 2797 / (B)(4). Used with product potentially - shims 5mm, 6mm, 7mm and 8 mm. Tray involved: attune femoral trails ps sz 6-8 / material number: znnzk0807 / serial no. Of set: 39 / equipment number: 3000176470 / loan or consignment set: (B)(6) hospital consignment / asset number: 4007693 / 2545-01-706. Surgical notes: please note scrub nurse and circulating nurse conducted an initial count of the springs on both articulating surfaces before introducing the shims. They were noted as present. Originally prepped the articulating surfaces with 5mm & 6 mm shims, following balancing these were then changed to 7mm and 8mm shims away from patient on sterile trolley. Did not directly witness the insert or removal of the articulating surfaces during surgery. However, remember the request for the tibial trial extractor. As patient was being closed, nurses conducted count out and it was identified that the spring from the right side of the articulating surface was missing. This product had been used within the patient. Search for spring commenced by theatre team. After initially waiting the surgeon chose to proceed with closing the patient at this stage. Whilst searching surrounding area, x-ray was requested, to ascertain if inside the patient. Spring could not be found in the surrounding sterile field or near the sterile field in or (please note rubbish was also searched, as were trays within the vicinity of where the articulating surface had been). X-ray could not identify the spring within the patient. Spring was never found ¿ surgeon chose to sign out surgery at this point. Approx additional time was 1:40 mins. Please note direct complaint has been made against the design of the articulating surface by the surgeon. [Surgeon] noted that this has occurred before with another surgeon and the spring was found inside the patient. He noted the risks to patients the design posed and reporting that would now be involved due to this complication. When I asked if he would like to be involved within the complaints process, he was very dismissive and skeptical that there would be any point as his opinions would not influence the outcome and therefore declined. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the attune rp ps artic surf sz7 has one of the two springs missing. The failure mode is consistent with inserting an extractor device in between the trial and mating shim, and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique 0612-10-512 (page 53), emphasizes the correct use of the tibial trial extractor (product code: 254500138) with the trials. Furthermore, on page 51 of the surgical technique and per IFU-0902-00-836, careful inspection of the trials for damage/breakage should be performed pre and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rp ps artic surf sz7 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.